Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. Approximately week later, the patient returned to the hospital with symptoms of vascular insufficiency. Results of a non invasive flow test revealed a decrease in flow to the right leg. The patient is currently being monitored for changes in symptoms and was reportedly stable.